Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were getting system was operating at maximum settings message when trying to connect to their implant. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to manufacturing representative to notify them of the situation. Agent was able to review general use of handset and communicator. Additional information was received from a manufacturing representative (rep). They reported that the cause of system was operating at maximum settings message was determined as the electrode 0 had a high impedance. It was unknown of most likely caused or contributed to the issue. The steps were or would be taken to resolve the issue is that they changed to program 2 and had good stimulation. The issue was resolved and requested the information from the physician and/or patient. The information had been confirmed/provided by the physician.